Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found contrast visible on the shaft, which is consistent with handling during the procedure. The stent implant was returned dislodged from the balloon, confirming the reported complaint. There was no damage noted to the stent implant. There were crimp marks visible on the tightly-folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were taken and all dimensions met manufacturing criteria. In this case, although the exact cause for the reported dislodgement cannot be determined, if significant pressure is inadvertently applied during removal of the protective sheath and stylet, the stent can become disrupted on the balloon, thereby facilitating stent dislodgement. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security. Potential factors that can contribute to stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from for stent dislodgement/dislocation from lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined.

Event description:
It was reported that during device preparation, during removal of the stylet, the stent was pulled off the balloon. The device was not used. There was no patient involvement. Although requested, there was no additional information provided.